Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.47v and the daily measurement was 2.86v.

Event description:
It was reported that the battery voltage was measuring 2.47v in the clinic but between 2.78 and 2.93 v on the save to disk files. The device is still in use. No patient complications have been reported as a result of this event.